Manufacturer narrative:
D3: mfg establishment name updated. H3: the device was received for evaluation. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. The used sample was leak tested at 45 psi as per manufacturing procedure using a hydrostatic pressure pump. A leak was observed from the filter air outlet. The complaint of leakage was confirmed, and the probable cause was due to the filter losing its hydrophobic properties. No further action was taken.

Event description:
It was reported that there was a drug leak from the 0.2-micron filter infusion set. There was a delay in therapy and no injury, and no medical intervention needed. The outflow channel was replaced.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.